Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As initially reported by an eye care provider (ecp) on 14-aug-2018 via email that a patient of unknown age and gender experienced corneal ulcer. Additional information was received on 17-aug-2018 via e-mail; that a (B)(6) male patient experienced ulcer at 5 o'clock mid-periphery. The patient was initially treated with chloramphenicol but was non-responsive. He was given ofloxacin and the patient's eye was recovered. Additional information was received on 31aug2018 from the ecp via email confirming that there were any no infiltrates, no any anterior chamber involvement and no other symptoms felt at that time. Additional information has been requested but not yet received.

Event description:
Additional information was received from the ecp on 17sep2018, the ecp confirmed that the ulcer occurred mid-peripherally so not at the edge but not within the pupil margin. No further information provided.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).